Event description:
It was reported that premature deployment occurred. Vascular access was gained via contralateral approach. The 60% stenosed target lesion was located in the right superficial femoral artery (sfa). A 7x40, 130 cm eluvia drug-eluting vascular stent system was selected for use in a cross-over angioplasty procedure. During the procedure, the eluvia stent accidentally deployed in the introducer. The stent was difficult to insert into the introducer, and the physician forced it a little, then stopped when too much resistance was encountered. The stent and the introducer were removed as a single unit from the patient. The stent was found to be detached from the introducer. Upon inspection, the stent sheath of the delivery system appeared intact. There were no patient complications as a result of this event. The patient fully recovered.